Event description:
It was reported that stent damaged occurred. A 5.00mm x 28mm veriflex stent was advanced however, the device was unable to cross the unspecified target lesion. When the physician pulled the stent out, it was noted that the stent strut flared up and was deformed that the physician could not re-use. The device was exchanged with a different device and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box and product pouch. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first five distal rows of stent struts were flared, overlapping and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).